Event description:
The info received indicated that the pt had a 40mm smart stent followed by a 20mm smart stent implanted in the iliac artery. Approx two months later, the pt could not measure the blood pressure in his legs and described he could not walk or drive. The physician was aware of the events, but there was no treatment provided. The event improved but the difficulty measuring the blood pressure I the legs continued. The pt also experienced "stent failure" and had the left iliac smart stents "cleaned out" or an unk procedure. He was not hospitalized overnight for the procedure. Approx two years after the index procedure, the pt was unable to measure the blood pressure in his legs and was admitted to the hospital. He reported, the following day the smart stent had "quit", there was "stent failure" and had an omnilink stent placed in the left iliac artery, as well as two omnilink "kissing stents" placed in the right iliac artery as treatment. He was hospitalized for 3 days. It is unk if the difficulty measuring the blood pressure in his legs continues. Approx five years after the index procedure, the "iliac stents failed again due to the stents and lack of blood flow." No additional treatment was reported for the ongoing event. The pt also experienced "can't lift and feet hurting when walking." As treatment he "learned how to walk again." The outcome of the event was unk. Approx six years and nine months after the index procedure, he went for a run and experienced "leg pain" at night. The pt was able to "walk it off" and the event resolved. The physician is unaware of the event. Additional info has been requested and will be submitted within 30 days from receipt. This is one of two products used in the same pt and reported under MFR report number 9616099-2010-00042.